Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B21579) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena iud. Concomitant products included bupropion hydrochloride (wellbutrin), fluoxetine hydrochloride (prozac), medroxyprogesterone acetate (depo provera), norgestimate and oral contraceptive nos. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bacterial infection ("frequent bacterial infections"), abdominal pain ("severe pain / abdominal pain"), pelvic discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding/ (abnormal bleeding (vaginal, menorrhagia)"), ovarian cyst ("development of ovarian cysts"), headache ("severe headaches"), abdominal distension ("abdominal bloating"), fatigue ("chronic fatigue"), dysgeusia ("persistent metallic taste in mouth"), nausea ("nausea"), anxiety ("anxiety"), vaginal haemorrhage ("vaginal haemorrhage (abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder, urinary tract/ vaginal type: urinary tract)"), depression ("psychological or psychiatric problems condition: depression"), dyspareunia ("dyspareunia (painful sexual intercourse)"), acne ("rashes or skin condition type: acne"), migraine ("migraines"), allergy to metals ("allergy to metals (nickel allergy)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, vaginal haemorrhage, urinary tract infection, dyspareunia, acne, migraine, allergy to metals and dysmenorrhoea outcome was unknown and the bacterial infection, abdominal pain, pelvic discomfort, heavy menstrual bleeding, ovarian cyst, headache, abdominal distension, fatigue, dysgeusia, nausea and anxiety had not resolved. The reporter considered abdominal distension, abdominal pain, acne, allergy to metals, anxiety, bacterial infection, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, migraine, nausea, ovarian cyst, pelvic discomfort, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: coils were properly placed. Result: total bilateral occlusion. Pathology test - on (B)(6) 2020: histologically normal right and left fallopian tubes with two essure coils present. Benign endometrium with secretory pattern, endocervix and cervix. Most recent follow-up information incorporated above includes: on 07-oct-2021: case becomes serious incident: mr received: reporter information, device removal details were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B21579) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena iud. Concomitant products included bupropion hydrochloride (wellbutrin), fluoxetine hydrochloride (prozac), medroxyprogesterone acetate (depo provera), norgestimate and oral contraceptive nos. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bacterial infection ("frequent bacterial infections"), abdominal pain ("severe pain / abdominal pain"), pelvic discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding/ (abnormal bleeding (vaginal, menorrhagia)"), ovarian cyst ("development of ovarian cysts"), headache ("severe headaches"), abdominal distension ("abdominal bloating"), fatigue ("chronic fatigue"), dysgeusia ("persistent metallic taste in mouth"), nausea ("nausea"), anxiety ("anxiety"), vaginal haemorrhage ("vaginal haemorrhage (abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder, urinary tract/vaginal type: urinary tract)"), depression ("psychological or psychaitric problems condition: depression"), dyspareunia ("dyspareunia (painful sexual intercourse)"), acne ("rashes or skin condition type: acne"), migraine ("migraines"), allergy to metals ("allergy to metals (nickel allergy)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, vaginal haemorrhage, urinary tract infection, dyspareunia, acne, migraine, allergy to metals and dysmenorrhoea outcome was unknown and the bacterial infection, abdominal pain, pelvic discomfort, heavy menstrual bleeding, ovarian cyst, headache, abdominal distension, fatigue, dysgeusia, nausea and anxiety had not resolved. The reporter considered abdominal distension, abdominal pain, acne, allergy to metals, anxiety, bacterial infection, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, migraine, nausea, ovarian cyst, pelvic discomfort, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: coils were properly placed result: total bilateral occlusion. Pathology test - on (B)(6) 2020: 1- histologically normal right and left fallopian tubes with two essure coils present. 2- benign endometrium with secretory pattern, endocervix and cervix. Lot number: b21579 manufacturing date: 2013-04 expiration date: 2016-04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-oct-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.